Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted subpectorally in 2008. In (B)(6) 2010, the shock impedance measurement was greater than 125 ohms. Noise was also reported on the associated leads. Prior to explant, shock impedance was verified in all configurations as greater than 125 ohms. Minimal noise was reported on the shock electrogram which resulted in no events. One event was recorded in the device memory due to pacemaker mediated tachycardia. The pocket was opened and a tug test verified secure lead connections. Therefore, this crt-d was replaced successfully. All lead measurements were within normal parameters following the replacement. This crt-d is intended to be returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. Upon receipt in our post market quality assurance laboratory, a review of the device memory confirmed inconsistent shock impedance measurements ranging from normal to open lead impedance measurements approximately two months prior to explant. Further inspection revealed a loose header and x-ray confirmed a fractured rv header wire. Detailed analysis revealed that the rv header wire fractured due to fatigue from the loose header while implanted sub-pectorally. It was verified that the device was able to pace on all channels. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.